Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous mid left anterior descending artery. The 2.25 x 28 mm promus element plus mr stent delivery system was advanced with resistance felt during advancing to the lesion. The device was examined outside the patient and stent damage was noted. A 2.25 x 10 mm non bsc balloon was used to pre dilate and a 2.5 x 28 mm non bsc stent was deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).